Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6 the following sections were corrected: d1. Visual examination of the returned product identified signs of use (scratches) and confirming complaint is fractured, not all pieces returned. Performed dimensional analysis results within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the threads on the impactor were fractured. Another device was used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.